Event description:
It was reported surgical intervention was undertaken on (B)(6) 2014 to reposition the pt's (B)(6) ipg due to discomfort. Prior to the procedure, the device was reported mobile in the pocket, and the pt felt the ipg had tilted forward. Follow up on this matter found the pt is still experiencing discomfort. This situation will continue to be monitored.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.